Event description:
During a cystourethroscopy stent removal procedure, a karl storz flexible forceps allegedly broke off. The tip of the grasper came apart and a joint component (wire) lacerated pt's urethra. The 1cm laceration was cauterized and a foley catheter was placed. Pt was discharged with antibiotics.